Event description:
It was reported that the patient was dissatisfied with the performance and failure rate of the defective lead. Follow-up attempts for additional information from the clinic are in progress, but no information was received at the time of this report. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up information was received from the clinic which disclosed that the lead was found to be functioning normally and there are no allegations against performance of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.